Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
According to the physiotherapist, the device requested a password to change the parameter (fio2) and the rotary knob did not change or confirm the parameters. It was reported that the patient died.

Manufacturer narrative:
The affected device was analyzed on site by dräger service and the log files were sent to the manufacturer. During ventilation the evita xl requires no password for the adjustment of any ventilation parameter. An access code is only required to program the start values, which will be activated as default after switching on the device. Device analysis found that rotary knob was difficult to operate. The rotary knob is used to adjust ventilation values by turning it and confirm the changes by pressing it. Based on previous experiences from the field a faulty rotary knob usually only affects the confirmation functionality. Analysis of the log entries around the time of event showed that various adjustments were made with the rotary knob. Even though there were constant adjustments, it cannot be excluded that the user sporadically had difficulties to operate the rotary knob and confirm changes. The detected malfunction usually develops over a long period of time. If this is noticed by the user, the device must be repaired in time before a problem occurs. The device was repaired by replacing the rotary knob.